Event description:
Customer reported the unit of measure setting of his unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for eval. Customers and retailers have been informed through the adc fa16may2006 letter.